Event description:
The technician alleged that the original symptom was that the bed was not sending a nurse call when the bed exit alarmed. No pt impact.

Manufacturer narrative:
The technician found the communication cable was not fully seated on the bed interface wall unit. The technician reseated the communication cable connection to resolve the issue.